Manufacturer narrative:
The customer reported the sabina lift lowered on its own and the patient fell and sustained broken bones. No medical intervention was reported at the time of the initial call. The customer reported that the sling slipped out and the lift lowered. The lift was inspected by a hillrom technician and no issues were found. The lift was functioning as designed per functional, visual, and audible tests. Customer did not confirm if the emergency stop feature was used during the incident. Additionally, the instructions for use for the sabina ii ((B)(4)) state: lifting a patient by using a sit-to-stand aid may cause injury to the patient if their balance and/or strength is not sufficient for the chosen activity/accessories. Emergency stop activate: press the red button on the control box. Reset: turn the button in the direction shown by the arrows until the button springs out. Before lifting, always make sure that: the lifting accessories are not damaged. The lifting accessory is selected appropriately in terms of type, size, material and design with regard to the patient¿s needs. The lifting accessory is correctly and safely applied to the patient in order to avoid bodily injury. The lifting accessory is correctly applied to the sling bar. The sling bar latches are intact. Missing or damaged latches must always be replaced with new ones; the sit-to-stand vest¿s/sling¿s straps are properly connected to the sling bar hooks when the straps have been fully. Extended but before the patient is lifted from the underlying surface. As a caregiver assure that the patient not are at risk of falling forward or to any side during lifting. Several follow-up attempts were made to obtain additional information regarding the reported event. It is unknown if the patient required medical or surgical intervention. As bone fractures generally necessitate medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. Based on the above information this event is considered a reportable serious injury. Should additional relevant information become available, the complaint will be reassessed.

Event description:
Hillrom received a report from a hillrom technician stating the sabina lift lowered on its own and the patient fell and sustained broken bones. No medical intervention was reported at the time of the initial call. A review of the complaint log found the customer reported that the sling slipped out and the lift lowered. The lift was located at the account. There was patient injury reported. This report was filed in our complaint handling system as complaint (B)(4).